Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the glenosphere not seating properly may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. However with the supplied information an exact cause for the reported difficulty in placement cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that on post op x-rays the glenosphere was determined not to be seated correctly. The patient was taken back into surgery that evening and the implant was properly seated.